Event description:
New information received notes that the noise was noted on the rv lead. To solve the issue, competitive rv lead was replaced. Patient's condition was stable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that several pauses were observed on the patient¿s device. The pauses were apparent during sleep periods. Myopotential oversensing was suspected. It was recommended to do isometric testing with patient mimicking the sleep postures, and continue to closely monitor the patient for any other lead changes.